Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation expert device's sound abatement foam. The patient has alleged device has strange odor, headache when he uses the device. There was no report of serious or permanent patient harm or injury. The device was returned to manufacturer for investigation. During the evaluation of the device, the technician stated that the complaint was not confirmed and no evidence of foam particles. Additional findings included error codes 172,176 were present in the error log, the device was passed the evaluation. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.